Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 440 mg/dl. Customer stated sensor was reading low and so they treated for a low and blood glucose were not low so when they drank the juice it went up really high. The insulin pump will not returned for analysis.